Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant investigation.

Event description:
A peritoneal dialysis patient reported drain complications. His cycler was replaced and treatment data sheets were reviewed from the cycler an overfill was noted during review of the data. A follow up call was made to the patient's peritoneal dialysis registered nurse who reported that there was no patient injury or medical intervention related to the large drain volume. Fill 1-1999, drain 0-3; drain 1- 1483, fill 2- 2001, drain 0-3; drain 2 - 2284, fill 3-1999, drain 0-3; drain 3- 3629, fill 4-1996, drain 0-3; drain 4- 2386. The reported drain volume of 3629 was 18% over the expected drain volume resulting in a reportable device malfunction. ,

Manufacturer narrative:
The cycler was not replaced in this complaint, and is no longer available for an fa investigation. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process.